Event description:
It was reported the patient's blood glucose levels rose to 700 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (leg). As treatment, the patient was given correction boluses.

Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be stretched. The timing and cause of this damage is unknown. Fluid was able to flow through the fluid path despite the damage. No other damages were observed. The pod data indicated there was no struggle to deliver insulin. It could not be conclusively determined whether the observed cannula damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.